Event description:
Facility emergency dept staff were using the device through combination electrodes of other manufacture. Reportedly, the device would not pace the pt. The pt was not resuscitated. The reporter stated the pt outcome was not affected by the reported discrepancy, due to lack of pt viability.